Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician implanted a 3.0x20mm taxus liberte' drug eluting stent at 14 atm for 20 seconds, to an unknown vessel. Upon removal of the stent delivery system (sds) the balloon was stuck on the stent. The physician inflated the balloon again at a low pressure (3-4 atms) and then deflated and was able to withdraw the sds balloon successfully. No patient injuries or complications were reported. The patient's condition is "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context, as the complaint is associated with a product that meets the bsc design and manufacturing specification but due to anatomical/procedural factors encountered during the procedure the performance was limited. Product unavailable for analysis.